Manufacturer narrative:
Further investigation will not be required as the device has not been returned.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed intermittent and under sensing on the insertable cardiac monitor (icm). No changes or interventions were reported. The patient condition was unknown.

Event description:
New information received notes. Programming changes were performed to resolve the issue. The patient condition was stable.

Manufacturer narrative:
Additional information: b5, e1, e2, e3, g2 and h6.